Manufacturer narrative:
The complaint states femoral introducer broke during surgery. The red dial knob on the side broke off as the surgeon was impacting the real femur on. No product was returned to confirm the failure mode. The complaint mentions that all pieces were retrieved from the patient, there was no surgical delay and no patient harm has been reported continued post market surveillance will be carried out per sep 419 under the post market surveillance plan dva 107550 pmsp. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
Femoral introducer broke during surgery. The red dial knob on the side broke off as the surgeon was impacting the real femur on.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.